Manufacturer narrative:
(B)(4).

Event description:
The patient never had therapeutic effect; the patient had not relief since implant in december. The patient had pain at the pump site and new abdominal spasms. On (B)(6) 2011, a catheter dye study was done; there was good flow with some resistance when pushing the dye. The patient was hospitalized. It was noted that the patient had a good result with the trial. The patient was currently at 400 mcg/day of lioresal with a 50 mcg bolus and was back on all orals (baclofen 100 mcg/day; tizanidine 4 mg/tid along with prn valium). The patient outcome was reported as "non-serious injury/illness".